Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Upon extraction, the helix was unable to retract. A new lead was placed successfully. No additional adverse patient effects were reported.